Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. The sheath was returned with one half partially torn along the score line but separated about halfway down. Microscopic examination revealed that the extrusion did not peel along the blue line evenly where the catheter separated into two. The sheath body split into two pieces approximately 10mm from the tabs. The two sheath body pieces measured 2.76" in total which is within specification of 2.625-2.875" per product drawing. A manual tug test confirmed both sheath halves were connected securely to their hubs. A device history record review was performed with one potentially relevant finding. A non-conformance was previously initiated for lot 17c18j0207 for tearing incorrectly. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from the catheter, while withdrawing from vessel until sheath splits down its entire length." The customer report of the peel-away sheath incorrectly tearing was confirmed through visual inspection of the returned sheath. Visual examination of the sheath body extrusion revealed that the sheath did not peel along the blue score lines evenly. A device history record review was performed with one relevant finding. Based on the condition of the returned sample, the probable root cause for this issue is manufacturing related. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The client was peeling glide thru sheath when a piece broke. The user was able to successfully peel with one side. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The client was peeling glide thru sheath when a piece broke. The user was able to successfully peel with one side. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.